Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was incorrect label information. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there was a labeling issue. "The label of a different product was affixed to the shelf carton the customer received."

Manufacturer narrative:
H6: investigation summary . Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to labeling issue as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was incorrect label information. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there was a labeling issue. "The label of a different product was affixed to the shelf carton the customer received."